Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, log files were submitted for review. A review of the submitted controller event log file contained data spanning approximately 14 days (24apr2025 to 06may2025 and 12may2025 to 13may2025 per the timestamps). The pump maintained a speed within the expected range without issue while the driveline was connected. Backup battery fault alarm was active from 23:08:33 on 05may2025 to 08:07:57 on 06may2025 due to not passing the load test. The backup battery did not pass due to the unloaded voltage being below the threshold. The alarm resolved after the controller was disconnected, shutdown and powered back on at 16:34:42 on 12may2025. The pump maintained speed within the expected range throughout the log file while the driveline was connected. The root cause for the reported event was unable to conclusively determined through analysis. A corrective and preventative action (CAPA) was initiated to further investigate backup battery fault alarms on the heartmate 3 system controller. The device history records were reviewed for the heartmate 3 system controller (serial number: (B)(6)) and found to have passed all manufacturing and qa specifications before being shipped to the customer. The receiving and inspection documents for the emergency backup battery (serial number: (B)(6)) were reviewed and found to have passed. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly exchange between all power sources. Additionally, this section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. Heartmate 3 instructions for use section 2 ¿system operations¿ addresses how properly exchange the system controller and how to properly maintain all components. This section also addresses how properly install or replace the backup battery in the system controller. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had some kind of hazard/alarm and the nursing staff changed the system controller to the backup. It was noted that the patient remained on the backup controller at the time of log file collection with an expired backup battery. The log files from both controllers were submitted to help understand the events surrounding the controller exchange. The event log file from the first controller captured routine events until (B)(6) 2035 at 2308 when emergency backup battery (ebb) faults started and continued until the controller was exchanged at (B)(6) 2025 at 0805. It appeared that the ebb failed the load test resulting in these faults. The event log file from the second controller appeared to have been connected on (B)(6) 2025 at 0741 with the backup battery fault events due to an expired ebb as mentioned. Exchanging the controller resolved the issue.

Manufacturer narrative:
No further in formation was provided. The manufacturer is closing the file on this event.